Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer went sledding with the pump on. Subsequently, the pump shut off unexpectedly and became unresponsive. The customer's blood glucose level was impacted, however the exact value was not provided. It was stated that the customer would obtain alternate insulin therapy to address high blood glucose level. A few hours later, follow up information was received stating that the pump was able to be turned back on. The contact stated that the pump was just cold.